Manufacturer narrative:
One button on the insulin pump did not respond due to a flattened button dome switch. The pump was also received with minor scratches on the display window and a cracked reservoir tube lip.(B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; his buttons are not working. The patient's blood glucose at the time of incident was 163 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.